Event description:
The facility reported an infusion pump with a failure code 810:04 on channel b. The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
Evaluation was completed on 30 september 2005. The customer's report of "failure code 810:04" was not confirmed. The failure code was not found in the event history and could not be duplicated.